Event description:
The user experienced low calcium results for eight pt samples. Of the data provided, six were discrepant. All results are in mg per dl. Repeat testing was performed on the same analyzer. Sample 2: initial result was 7.6, repeat result was 8.4. The erroneous results were reported. No pts were adversely affected.

Event description:
The user experienced low calcium results for eight pt samples. Of the data provided, six were discrepant. All results are in mg per dl. Repeat testing was performed on the same analyzer. Sample 4: initial result was 6.8, repeat result was 8.5. The erroneous results were reported. No pts were adversely affected.

Event description:
The user experienced low calcium results for eight pt samples. Of the data provided, six were discrepant. All results are in mg per dl. Repeat testing was performed on the same analyzer. Sample 6: initial result was 8.1, repeat result was 10.0. The erroneous results were reported. No pts were adversely affected.

Event description:
The user experienced low calcium results for eight pt samples. Of the data provided, six were discrepant. All results are in mg per dl. Repeat testing was performed on the same analyzer. Sample 3: initial result was 7.5; repeat result was 8.4. The erroneous results were reported. No pts were adversely affected.

Manufacturer narrative:
The field service rep determined the rinsing of the cuvettes and the external rinsing of the probes were insufficient. He increased the detergent dispense level and increased the probe external rinse level. He also replaced the detergent tubing for rinse mechanism 2, cleaned and flushed the detergent valves and performed vertical and horizontal adjustments of the sample and reagent probes. To verify the analyzer performance, he performed calibration and qc.

Event description:
The user experienced low calcium results for eight pt samples. Of the data provided, six were discrepant. All results are in mg per dl. Repeat testing was performed on the same analyzer. Sample 5: initial result was 8.0, repeat result was 9.7. The erroneous results were reported. No pts were adversely affected.

Manufacturer narrative:
The field service rep determined the rinsing of the cuvettes and the external rinsing of the probes were insufficient. He increased the detergent dispense level and increased the probe external rinse level. He also replaced the detergent tubing for rinse mechanism 2, cleaned and flushed the detergent valves and performed vertical and horizontal adjustments of the sample and reagent probes. To verify the analyzer performance, he performed calibration and qc.

Manufacturer narrative:
The field service rep determined the rinsing of the cuvettes and the external rinsing of the probes were insufficient. He increased the detergent dispense level and increased the probe external rinse level. He also replaced the detergent tubing for rinse mechanism 2, cleaned and flushed the detergent valves and performed vertical and horizontal adjustments of the sample and reagent probes. To verify the analyzer performance, he performed calibration and qc.

Manufacturer narrative:
The field service rep determined the rinsing of the cuvettes and the external rinsing of the probes were insufficient. He increased the detergent dispense level and increased the probe external rinse level. He also replaced the detergent tubing for rinse mechanism 2, cleaned and flushed the detergent valves and performed vertical and horizontal adjustments of the sample and reagent probes. To verify the analyzer performance, he performed calibration and qc.

Manufacturer narrative:
The field service rep determined the rinsing of the cuvettes and the external rinsing of the probes were insufficient. He increased the detergent dispense level and increased the probe external rinse level. He also replaced the detergent tubing for rinse mechanism 2, cleaned and flushed the detergent valves and performed vertical and horizontal adjustments of the sample and reagent probes. To verify the analyzer performance, he performed calibration and qc.

Manufacturer narrative:
The field service rep determined the rinsing of the cuvettes and the external rinsing of the probes were insufficient. He increased the detergent dispense level and increased the probe external rinse level. He also replaced the detergent tubing for rinse mechanism 2, cleaned and flushed the detergent valves and performed vertical and horizontal adjustments of the sample and reagent probes. To verify the analyzer performance, he performed calibration and qc.

Event description:
The user experienced low calcium results for eight pt samples. Of the data provided, six were discrepant. All results are in mg per dl. Repeat testing was performed on the same analyzer. Sample 1, initial result was 7.5, repeat result was 8.9. The erroneous results were reported. No pts were adversely affected.